Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - impact code - f2302 blood transfusion. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen. The patient initially called to request a replacement sensor due to an incident involving bleeding on (B)(6) 2026. She explained that she had to remove the sensor because she is a heart patient on blood thinners, and a similar situation in the past led to hospitalization. According to the patient, the incident occurred on (B)(6) 2025 (approximately). She replaced her sensor and accidentally hit a blood vessel, causing significant bleeding. She expected the bleeding to stop on its own. The patient lives alone and has multiple health issues, including heart problems and being on dialysis. She recalled being in the kitchen before passing out. After a few minutes, she regained consciousness and called her daughter to inform her. Her daughter then contacted the patient¿s brother, who works at a local police department, which led to an ambulance being dispatched. The patient is unsure how long she was unconscious. She was transported to the hospital by ambulance and does not remember the specific treatments she received, but she confirmed that she required a blood transfusion due to substantial blood loss. She remained hospitalized for a week so the medical team could address the bleeding and manage her other existing health conditions. At the time of the report, the patient was doing well. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.